Event description:
The flare detached from the pks cutting forceps and fell into the patient's stomach during surgery. The flare was recovered with no patient harm. Another like device was used to complete the procedure with no further incidents.

Manufacturer narrative:
The complaint is confirmed. The flare detached from the distal end of the device. The flare was returned with the device and all parts are accounted for. There was adhesive bond failure between the flare and the shaft of the cutting forceps.